Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an unspecified error code. There was no reported patient involvement.